Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to jump up by 10% while not connected to a power source multiple times. Review of pump data by tandem technical support confirmed the reported battery jump. There was no impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy.